Event description:
Customer reported that during pre-test, the nurse observed that the balloon in the tracheal cuff would not deflate. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.